Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, anxiety product/procedure was received on feb 14, 2020 with lot number 1769894. Visual and microscopic analysis of the returned device identified: white calcification on shell, fold creases, an extended sharp opening on patch (no shell thickness due to opening is on the component), partial delamination of orientation dot and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Partial delamination of orientation dot assessed as adhesive failure

Event description:
Healthcare professional reported left side capsular contracture (grade IV) and textured implant exchange. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade IV.

Event description:
Healthcare professional reported left side capsular contracture (grade IV) and textured implant exchange. The device has been explanted.